Event description:
The lifescan (lfs) sales rep contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging an error 4 message on a one touch verio pro meter. This was the first time the patient was using the product . The sales rep was unable/unwilling to verify whether the patient developed any symptoms or sought any medical attention due to the alleged issue. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The products were replaced and requested back for investigation. On (B)(6) 2011 the meter was returned and on (B)(6) 2011 the test strips were returned. The meter and test were tested and both passed testing and the alleged allegation was not confirmed.